Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock for supraventricular tachycardia (svt) and paroxysmal atrial flutter. It was noted after the event the patient had a cardiac computed tomography angiography (cta) followed by radiofrequency catheter ablation (rfca). The implantable cardioverter defibrillator (ICD) remains in use. The patient is enrolled in the improve sudden cardiac arrest (sca) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.